Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection, motor testing, and open pump for evaluation were performed. The customer reported problem was confirmed. According to the investigation, error 41622 was found in the app and event log. However, the pump passed a motor test and motor operated with no restrictions. Further investigation opened the pump and found debris in between the gears and camshaft. Investigators cleaned the pump gears and camshaft to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error 41622". No patient involvement.